Event description:
It was reported that the pt was being treated for left ventricle failure when the iab was inserted in the femoral artery. A heart/lung machine was in use at the time. Eight hours after insertion of the iab, the pump experienced "kinked catheter" and "purge failure" alarms. Because of this, the iab was removed and replaced. There were no associated pt complications.